Event description:
This complaint is from a data use agreement (dua). The dua summarizes 12 patients that were implanted with locking attachment plates. Implantation was between (B)(6) to (B)(6) 2023 at (B)(6). Patient number 2. Patient is a 67-year-old female. Reason for implantation was fracture around intramedullary implants. Post op complication included a broken locking plate and nonunion. Treatment/intervention included device removal and revision. Implant(s) involved: unknown locking plate.

Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional narrative: d4: UDI: as the catalog/model number was not provided, (01) gtin is not available.